Event description:
The customer reported that during use in a hartmann procedure, the knife blade of the device would not retract and the jaws would not open. Tissue on either side of the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.